Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door kept failing. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the door 6 was double clicking. A field service engineer (fse) cleaned and lubricated all tower door latches and microswitches, rebooted the system, and completed the firmware updates. The system functioned as intended after field service engineer repaired the device.